Manufacturer narrative:
Product analysis summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a photograph of the front face of a resolute onyx shelf carton. The device size and lot number on the shelf carton corresponds with the information reported. A photograph of a resolute onyx inner pouch. Again, the device size and lot number on the inner pouch corresponds with the information reported. A photograph of a resolute onyx stent. Extensive deformation was evident to the entire stent with stent struts raised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent deformed during an attempt to position the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary des to treat a severely calcified and mildly tortuous lesion in the mid rca with 98% stenosis. The device was inspected with no issues noted. Negative prep was not performed. The lesion was predilated with a sprinter legend balloon and a nc sprinter legend balloon. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It was reported that stent deformation occurred in vivo due to strong calcification and excessive force being used during delivery and removal. No patient injury was reported.